Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage.